Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient states they had so much trouble with this after the first year they went in and changed the pocket site because the patient's tends to have what they call the windshield wiper effect. Patient states it moves back and forth all the time. Patient states from the beginning, they've always had issues with their pocket site and they finally realized this 2 years ago when they went back for their yearly check up. They said they had a problem with this particular device and that doctor is not using this little narrow one anymore so they've gone back to the other one. When agent asked further details about this the patient stated "all they said was the patient wasn't the only one with this issue." Patient stated t his conversation took place back in june or july of this year. Patient states this is the only information they have about this. Patient states still today, they have issues finding the device. Patient services walked patient through how to activate MRI mode and recommended doctor call in for guidelines if needed.